Event description:
Refer to h11.

Manufacturer narrative:
Correction information b4: date of this report. B5. Refer to h11. F7: follow up #01. F11: updated dates. F13: updated dates. Additional information d4: d4: primary unique device identifier (UDI) corrected. F9: age of device. H11: evaluation summary. Evaluation summary: the event that occurred was the detachment of the distal end cap (dec, oe-a63) from the ed34-i10t2 endoscope. A definitive root cause could not be identified as the products in question (oe-a63 and ed34-i10t2) were not returned for evaluation. No defects have been reported in these products, and therefore the issue is not considered to be related to design or manufacturing. Based on the results of the good faith effort (gfe), the hospital staff conducted a pre-use inspection in accordance with the IFU, and the procedure (diagnostic) was completed without delay. In addition, since "accessory stuck" was reported during the procedure, it is possible that the dec became caught on a narrowed anatomical area or the mouthpiece during withdrawal of the endoscope, causing the detachment. However, this could not be confirmed. A definitive root cause of the reported issue could not be identified. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode/hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured at pentax medical miyagi on 15-apr-2022 under normal conditions. Although a component approved under a concession was used, the device passed all required inspections and was released accordingly. The dates of approval for shipment and the actual date shipped were confirmed on 22-apr-2022. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. 2518897-2025-00010_oe-a63_unknown lot number_detached sterile cap fell into patient. (B)(6) sterile cap fell into patient.

Manufacturer narrative:
F10 continued: international medical device regulators forum (imdrf) adverse event reporting health effect - clinical code: 1699 airway obstruction, 4457 cough, 2687 foreign body in patient health effect - impact code: 4619 temporary impairment medical device problem code: 2923 device dislodged or dislocated component code: 424 cap. Pentax medical america performed a good faith effort to gather additional information regarding this event and responded to the following questions via email on 29-apr-2025: the procedure was diagnostic in nature, and the scope in question was used to complete the procedure. The patient remains in good condition and was not recalled for further screening. There was no delay in the procedure, and no additional anesthesia or medical intervention was required. The distal cap (oe-a63) detached during the procedure but was expelled by the patient through coughing in the room; no retrieval effort was required. A nurse confirmed hearing the clicking sound when attaching the cap, indicating it was properly secured. The cause of the cap detachment could not be determined. The scope remained in circulation after the event, and no further issues have been reported. The detached cap is available for return. The facility confirmed compliance with the instructions for use (IFU) regarding pre-procedural checks and reprocessing. The accessory IFU was not followed. The facility received related notification and training on cap attachment in 2021. No regulatory authorities have been notified regarding this event. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. 2518897-2025-00010_oe-a63_unknown lot number_detached sterile cap fell into patient. 2518897-2025-00011_ed34-i10t2_q111229_detached sterile cap fell into patient.

Event description:
On (B)(6) 2025, pentax medical became aware of an adverse event involving a pentax medical video duodenoscope model ed34-i10t2, (B)(6) in new jersey, united states. The facility reported that a sterile distal end cap (dec) (model oe-a63, unknown lot number) attached to a video duodenoscope (model ed34-i10t2, (B)(6)) fell off from the distal end of the endoscope during the procedure. It was reported that the detachment of the dec was not noticed during the procedure, and that the dec was expelled from the patient's mouth by coughing after the patient had returned to the hospital room. There was no harm to the patient, and the patient's course was uneventful. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.